Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer reported the device has been bumped occasionally. Customer reported she had woken up with a low reservoir. Customer was changing infusion set and was stuck on rewind. Customer stated the device alarmed another error but does not recall exact alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.